Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The catheter did not display contact force when connected to the tactisys quartz unit. The device did not meet specifications during an irrigation leak test, consistent with fluid ingress and a loss of force data during the procedure. The irrigation leak was due to inadequate bonding at the irrigation tubing junction. As a result of this finding, abbott is performing further investigation.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.